Event description:
Physician order received to remove urinary catheter. Rn removed 5cc fluid from catheter bulb. Rn attempted to pull catheter out and felt resistance. Physician notified. Catheter cut per physician order. Still unable to remove catheter. Guide wire inserted into catheter and met resistance. Urology consult obtained. Pt taken to ob suite per urologist and catheter balloon pierced and catheter removed.